Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered due to elevated sensing integrity counter (sic) and increased high-rate non-sustained ventricular tachycardia episodes. It was noted there was suspected t-wave oversensing (twos) on the electrogram (egm). The rv lead sensitivity was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.